Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 945eex901, serial/lot #: (B)(4)/215046297, UDI#: (B)(4) ; product ID: 945daq916, serial/lot #: (B)(4)/212935723, UDI#: (B)(4). Analysis on serial number #(B)(4) found broken cosmetic nuts. The cosmetic nuts were replaced. The device was repaired, tested, and passed manufacturing specifications. Analysis on serial number #(B)(4) found a loose connector port and a missing cosmetic nut. The cosmetic nut was replaced. The device was repaired, tested, and passed manufacturing specifications. Analysis on the amplifier found a defective front-end board and middle board. The affected parts were replaced. The device was repaired, tested, and passed manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the amplifier and stimulators were not working. There was no known patient impact reported.